Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the device's ECG output came loose from the processor board. There was no reported adverse patient impact.